Manufacturer narrative:
(B)(4). Complaint received via medwatch report (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
Complaint received via medwatch report (B)(4). It was reported that the sheath "condom" noticed to be filling with blood and "keep vein open" (kvo) fluids linked to cordis.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of sheath valve leak is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. No specific lot number was reported; therefore, a device history record (DHR) review was unable to be completed. The lot number history for this account was unable to be retrieved. If the lot number information is available at a later date, the complaint will be updated accordingly. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
Complaint received via medwatch report 2600320000-2022-8058. It was reported that the sheath "condom" noticed to be filling with blood and "keep vein open" (kvo) fluids linked to cordis.